Event description:
It was reported that 29 needles 21ga 1-1/4in tw ll eclipse brazil had no batch or expiration date on their primary packaging. The following information was provided by the initial reporter, translated from portuguese to english: "some materials have come with primary package without batch # and expiration date. Material would be used for blood collections, and customer doesn't now the exactly quantity affected, but there are 29 samples available for analysis. The issue was noticed prior use and has had no contact with patients/health professionals."

Manufacturer narrative:
H6: investigation: photos received for investigation, upon visual inspection it is possible to observe the reported incident (absence of batch printing). Retention samples were evaluated, and no defects were found. Inspections of the packaged material were carried out at the stipulated frequency (every two hours) and there was no occurrence of the defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, lack of ink in the printer cartridge.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 29 needles 21ga 1-1/4in tw ll eclipse brazil had no batch or expiration date on their primary packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "some materials have come with primary package without batch # and expiration date. Material would be used for blood collections, and customer doesn't now the exactly quantity affected, but there are 29 samples available for analysis. The issue was noticed prior use and has had no contact with patients/health professionals."